Manufacturer narrative:
H6. Evaluation codes: conclusions; corrected data; initial MDR inadvertently reported incorrect conclusion code.

Event description:
Clinic notes were received and mentioned that the patient has worsened patient's seizures with higher output currents. Physician notes they will be more conservative. No additional relevant information has been received to date.